Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
An intuvie employee spoke to the patient, who reported that the pump was leaking medication during infusion. The patient was advised to power down pump. Patient informed that they had a spill kit and instructions, which they would follow for clean up. Patient was advised to follow up with their clinic, she voiced understanding. Medication being infused was unknown. No patient injury reported.